Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - a sample was not returned for evaluation. A photo was sent that showed the needle in the fully extended position. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6012842. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the needle did not retract in the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter set. No injury or medical intervention was reported.